Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not deflate. The patient had a bladder probe (tube/catheter) for 2 weeks and had been allegedly anuric (nonpassage of urine) since (B)(6). The defect was detected by an emergency room physician. The doctor wanted to remove the probe; however, the attempt was unsuccessful. As a result, the probe was cut, in an attempt to prompt deflation; however, the issue was unresolved. The complainant stated that the probe was removed by manually pulling the device out of the patient; with the balloon inflated, which allegedly caused the patient severe pain and self-limited bleeding. After the withdrawal of the probe, the balloon remained inflated. Since the date of the event ((B)(6) 2016), the balloon has deflated. It was later reported that the patient died due to other pathological conditions. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not deflate. The patient had a bladder probe (tube/catheter) for 2 weeks and has been anuric (nonpassage of urine) since (B)(6) years old. The defect was detected by an emergency room physician. The doctor wanted to remove the probe; however, the attempt was unsuccessful. As a result, the probe was cut, in an attempt to prompt deflation; however, the issue was unresolved. The complainant stated that the probe was removed by manually pulling the device out of the patient; with the balloon inflated, which allegedly caused the patient severe pain and self-limited bleeding. After the withdrawal of the probe, the balloon remained inflated. Since the date of the event ((B)(6) 2016), the balloon has deflated. It was later reported that the patient died due to other pathological conditions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not deflate. The patient had a bladder probe (tube/catheter) for 2 weeks and has been anuric (non-passage of urine) since (B)(6). The defect was detected by an emergency room physician. The doctor wanted to remove the probe; however, the attempt was unsuccessful. As a result, the probe was cut, in an attempt to prompt deflation; however, the issue was unresolved. The complainant stated that the probe was removed by manually pulling the device out of the patient; with the balloon inflated, which allegedly caused the patient severe pain and self-limited bleeding. After the withdrawal of the probe, the balloon remained inflated. Since the date of the event ((B)(6) 2016), the balloon has deflated. It was later reported that the patient died due to other pathological conditions. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not deflate. The patient had a bladder probe (tube/catheter) for 2 weeks and had been allegedly anuric (nonpassage of urine) since (B)(6). The defect was detected by an emergency room physician. The doctor wanted to remove the probe; however, the attempt was unsuccessful. As a result, the probe was cut, in an attempt to prompt deflation; however, the issue was unresolved. The complainant stated that the probe was removed by manually pulling the device out of the patient; with the balloon inflated, which allegedly caused the patient severe pain and self-limited bleeding. After the withdrawal of the probe, the balloon remained inflated. Since the date of the event ((B)(6) 2016), the balloon has deflated. It was later reported that the patient died due to other pathological conditions. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not deflate. The patient had a bladder probe (tube/catheter) for 2 weeks and had been allegedly anuric (nonpassage of urine) since (B)(6). The defect was detected by an emergency room physician. The doctor wanted to remove the probe; however, the attempt was unsuccessful. As a result, the probe was cut, in an attempt to prompt deflation; however, the issue was unresolved. The complainant stated that the probe was removed by manually pulling the device out of the patient; with the balloon inflated, which allegedly caused the patient severe pain and self-limited bleeding. After the withdrawal of the probe, the balloon remained inflated. Since the date of the event ((B)(6) 2016), the balloon has deflated. It was later reported that the patient died due to other pathological conditions. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
Received 1 piece of a foley catheter. The reported event was inconclusive. The sample was evaluated and no pinch or blockage was observed. During the functional evaluation, waster was successfully introduced. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not deflate. The patient had a bladder probe (tube/catheter) for 2 weeks and had been allegedly anuric (nonpassage of urine) since 12 years old. The defect was detected by an emergency room physician. The doctor wanted to remove the probe; however, the attempt was unsuccessful. As a result, the probe was cut, in an attempt to prompt deflation; however, the issue was unresolved. The complainant stated that the probe was removed by manually pulling the device out of the patient; with the balloon inflated, which allegedly caused the patient severe pain and self-limited bleeding. After the withdrawal of the probe, the balloon remained inflated. Since the date of the event ((B)(6) 2016), the balloon has deflated. It was later reported that the patient died due to other pathological conditions. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon would not deflate. The patient had a bladder probe (tube/catheter) for 2 weeks and had been anuric (nonpassage of urine) since (B)(6). The defect was detected by an emergency room physician. The doctor wanted to remove the probe; however, the attempt was unsuccessful. As a result, the probe was cut, in an attempt to prompt deflation; however, the issue was unresolved. The complainant stated that the probe was removed by manually pulling the device out of the patient; with the balloon inflated, which allegedly caused the patient severe pain and self-limited bleeding. After the withdrawal of the probe, the balloon remained inflated. Since the date of the event ((B)(6) 2016), the balloon has deflated. It was later reported that the patient died due to other pathological conditions. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.